Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. 510k. Box d: product brand name updated. Box e: reporting institution name, reporting address line 1, reporting address state, reporting address city and reporting address postal. Box g: report source: other and 510k (rfb) updated. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.